Event description:
Complainant alleges that while monitoring a 77-yr-old male pt in bradycardia, the device did not pick up any ECG trace and had a lot of noise on screen. The baseline remained the same. Another monitor was obtained to treat the pt. There was no adverse effect on the pt.